Event description:
Complainant alleged that during incoming inspection of the device, upon power up, the screen displayed a "user setup required" message and a "defib disabled" message. The complainant indicated that there was no patient involvement in the reported malfunction.